Manufacturer narrative:
Reported event: an event regarding abnormal ion level involving a unknown accolade stem was reported. The event was not confirmed. Method & results: product evaluation and results: visual, dimensional, functional and material analysis not be performed as the device is not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the reported lot.  Conclusions: it was reported that patient underwent a right total hip replacement where he was implanted with implant metal head. It is further alleged that blood work revealed elevated levels of cobalt and chromium. The event could not be confirmed nor the exact cause of the event could be determined because insufficient information was available. No further investigation for this event I s possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about october 6, 2015 and was revised on september 4, 2019. It is further alleged that he suffered injuries as a result of implantation and explantation of the device and excessive levels of chromium and cobalt in his blood.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2015 and was revised on (B)(6) 2019. It is further alleged that he suffered injuries as a result of implantation and explantation of the device and excessive levels of chromium and cobalt in his blood.